Event description:
The event occurred during a therapeutic laparoscopic surgery. The intended procedure was completed with a olympus back-up device. The patient was under sedation. There was no report of patient harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: b5, h3. Corrected date: h5 . The device was returned to olympus for inspection and the reported failure of distal end of the knife head was fractured was not confirmed. Based on the results of the investigation, the investigation was unable to confirm this issue. The cause of the problem could not be identified based on the information obtained from this complaint and the investigation. Although sbc's investigation did not confirm any probe fractures, previous investigations have shown that scratches on the probe may have been caused by contact with other devices or non-insulated parts. During seal and cut output, the probe came into contact with hard tissue, metal, or surgical equipment, causing scratches. The distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat's core pin at the distal end of the knife head was fractured. There were no reports of patient harm.